Event description:
The nurse went to raise the surgical table when she smelled something burning. She looked at the base of the bed and smoke was coming out of the base of the unit. She immediately unplugged the bed and notified biomed.